Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred. Product components are manufactured at the following contract manufacturing locations. Since the consumer is not able to return the product, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: contract MFR. (B)(4). Contract MFR. (B)(4). Contract MFR. (B)(4).

Event description:
The consumer alleges that the last replacement heads he purchased had stopped working. The round bristle plate stopped turning and a screw fell out of it in to his mouth. The consumer did not experience an injury. This event is being reported conservatively based on the allegation of a malfunction. The product cannot be retrieved for evaluation as the consumer has discarded it.